Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "recurrent late seroma, with pain, swelling and heat on the local" and "small anechoic collection adjacent to the breast implant, in the lateral quadrants compatible with seroma" confirmed via ultrasound. This record is for the left side. The device remains implanted.